Event description:
It was reported that left ventricular lead was dislodged and that the capture threshold rose. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that left ventricular lead was dislodged and that the capture threshold rose. The lead was explanted and replaced. No patient complications were reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however outer insulation breached cut, outer insulation cosmetic depression and cosmetic environmental stress cracking, apparent explant damage, and blood noted on distal conductor (not obstructed) and proximal conductor (not obstructed); full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however outer insulation breached cut, outer insulation cosmetic depression and cosmetic environmental stress cracking, apparent explant damage, and blood noted on distal conductor (not obstructed) and proximal conductor (not obstructed); full lead returned and analyzed. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit; the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.